Event description:
It was reported that device entanglement occurred. The totally occluded target lesion was located in the non-tortuous and moderately calcified mid to distal superficial femoral artery. An opticross 18 was selected for use. During the procedure, it was noted that the opticross wrapped around the non-boston scientific wire. The wire and catheter were removed, and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that device entanglement occurred. The totally occluded target lesion was located in the non-tortuous and moderately calcified mid to distal superficial femoral artery. An opticross 18 was selected for use. During the procedure, it was noted that the opticross wrapped around the non-boston scientific wire. The wire and catheter were removed, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visual and microscope inspections were performed. Twists were observed in the imaging window assembly. No other issues were identified with the device and no patient complications were reported.